Manufacturer narrative:
Device evaluation: lens was returned dry, in a microcentrifuge vial. Visual inspection found lens has the curved shape, red and clear residue on the product. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.50/+2.0/88 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's post-op bcva was 20/20 and ucva was 20/20.